Event description:
The patient reported having a seizure while driving due to hypoglycemia. The patient's blood glucose level (bg) was noted to be around 30 mg/dl in the ambulance on the way to the emergency room (ER). The patient confirmed she was wearing a pod at the time of event. The patient reported this occurred on (B)(6) 2025 and she was released within a few hours with a bg of 130 mg/dl. The patient reported being found unconscious by her father later that evening and was taken back to the hospital that night around 10pm and was later admitted on (B)(6) 2025.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6.